Event description:
Severe latex allergy causing anaphylactic symptoms. Patient physician at teaching hospital required to work in latex environment with residents and nurses who when they remove their gloves aerosolize, the latex particles which cause patient to have severe anaphylactic response. Latex gloves respiratory distress causing anaphylactic reaction, has happened numerous times. Employer refuses to remove latex from environment. Frequency: daily, route: inhal. Dates of use: 1998 - 2009 - 10 years. Diagnosis or reason for use: universal precautions using latex products. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.